Manufacturer narrative:
According to the information provided, calibration was valid and quality control (qc) was in range. The affected serum sample was clear and visibly free from bubbles, clots or fibrin. The tube type and centrifuge manufacturer is unknown; affected sample was centrifuged at 3500 rpm for 7 minutes. No issues have been noted with other tests or other patients. Siemens concluded investigation for this event. The customer observed a reproducible elevated atellica im high-sensitivity troponin I (tnih) result on one patient sample. An alternate method generated reproducible low/negative troponin results. The negative results were on the same sample run at a different laboratory site and on a different method. Siemens reviewed the available information provided by the customer to determine probable root cause for the discordancy and evaluated the assay information for a potential product issue. Quality control (qc) was in range at the time of the initial run. This indicates a patient/sample specific issue. The initial discordant elevated atellica im tnih result was reproducible, therefore pre-analytical concerns are not suspect. There is no sample remaining for further siemens testing, such as heterophile binding tube testing or serial dilution testing to rule in/out a sample interferent causing the elevated result. The alternate method used for testing this patient sample is unknown. Atellica im tnih method has no claim to match other tni methods. Different assays have antibodies which bind to different areas of the troponin molecule and do not produce interchangeable results. There is insufficient information to determine root cause of the elevated results on this patient. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. In addition, interfering substances can be medications and herbal supplements. Per the assay instructions for use, there are cardiac and non-cardiac issues that can cause elevated troponin I in the absence of an acute myocardial infarct and cannot be ruled out with this patient. Patient information is not available, including medication list. The limitations section of the instructions for use states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." "Heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The clinical performance section if the instructions for use states: "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." "The atellica im tnih clinical trial enrolled all patients presenting to the emergency department with symptoms consistent with acs. Some of these patients had an acute or chronic condition other than ami." The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The customer noted the sample was tested with the tni ultra method and provided results consistent with atellica im tnih results. There is insufficient information to determine root cause of the elevated results on this patient, however, an interfering substance cannot be ruled out. No product performance issue was identified. No further investigation is required. MDR 1219913-2021-00225 was filed for the initial result.

Event description:
A customer observed reproducible elevated atellica im high-sensitivity troponin I (tnih) results for one patient, which were considered to be discordant relative to alternate-method testing. The customer observed an elevated atellica im tnih initial result for a patient sample. The initial result was reported to the physician and was questioned. The sample was retested on a different atellica im analyzer using the same reagent lot and an elevated result was again obtained. The sample was sent to another testing site and was tested with an unknown alternate-method. The result on the alternate-method was lower than the atellica im tnih results and was considered to be correct by the physician because it matched the clinical picture of the patient. There are no known reports of patient intervention or adverse health consequences due to the discordant atellica im tnih results.